Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned to nuvasive for evaluation; further, operative notes and/or radiograph images were not provided for review of usage/technique. A review of manufacturing records was unable to be performed as the lot information of the product involved in the event was not available. Information regarding the torque handle used was not provided. A definitive root cause was unable to be determined with the information provided. Labeling review: "...warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient...care should be taken to insure that all components are ideally fixated prior to closure..." "...compatibility: do not use the armada spinal system with components of other systems. Unless stated otherwise, nuvasive devices are not to be combined with the components of another system. All implants should be used only with the appropriately designated instrument (reference surgical technique)..." "...pre-operative warnings: implants and instruments should be protected during storage and from corrosive environments...care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient..." "...packaging: packages for each of the components should be intact upon receipt. Devices should be carefully examined for completeness, and for lack of damage, prior to use. Damaged packages or products should not be used, and should be returned to nuvasive...reusable instruments should be reprocessed using instructions provided below..." If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial two (2) level transforaminal lumbar interbody fusion with posterior fixation from l4 to s1. During the procedure, the screwdriver tip fractured off inside a set screw and was lodged within the mating feature. The fractured portion was unable to be retrieved and therefore remains in the patient. There was no report of adverse patient impact as a result of this event. No additional information is available.

Manufacturer narrative:
The device was returned and the complaint was confirmed as the tip was found to be fractured. The device evaluation determined the fracture to be caused by excessive force. Additionally, a DHR review of the reported device identified it has been in the field for over seven years. Torque handle information was not provided. It is unknown whether the surgeon utilized a torque handle or a freehand technique. Based on the information provided the root cause was determined to be a combination of wear fatigue and excessive force. No additional investigation can be completed. Labeling review: "warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. Care should be taken to insure that all components are ideally fixated prior to closure:. "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the potential risks of the surgery". "Do not implant the instruments: complications to the patient may include, but are not limited to: breakage of the device, which could make necessary removal difficult or sometimes impossible, with possible consequences of late infection and migration. Breakage could cause injury to the patient.". "Pre-operative warnings: the method of use for the instruments are to be determined by the user¿s experience and training in surgical procedures. The instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury. Care should be used during surgical procedures to prevent damage to the devices and injury to the patient.". "Intra-operative warnings: the physician should take precautions against putting undue stress on the spinal area with instruments. Any surgical technique should be carefully followed. It is important that the surgeon exercise extreme caution when working in close proximity to vital organs, nerves, or vessels, and that the force applied to the instrumentation is not excessive, to prevent potential injury to the patient. Over-bending, notching, striking, and/or scratching of implants with any instrument should be avoided to reduce the risk of breakage. The physical characteristics required for many instruments do not permit them to be manufactured from implantable materials. If any broken fragments of instruments remain in the body of a patient, they could cause allergic reactions or infections. If an instrument breaks in surgery and fragments go into the patient, these pieces should be removed prior to closure and should not be implanted.".

Event description:
Updated information listed in h10.